Event description:
It was reported that this catheter became knotted while in the body. A larger sheath had to be placed to fit over the knot for the catheter to be removed. This complaint was classified as a reportable malfunction on (B)(6) 2010 after the analysis was completed, as the probability of patient injury is not remote if this malfunction were to reoccur.

Manufacturer narrative:
(B)(4). Eval summary: it was reported that the catheter became knotted while inside the body. A larger sheath had to be placed to fit over the knot for the catheter to be removed. The catheter was returned in 2 pieces. The shaft of the catheter had been cut-up at about 9cm from the shrink sleeve. Upon receipt, a noticeable knotted formed shaft at about 3cm from electrode #4 was observed with blood smears. The inside section of the knotted shaft part was visually inspected and tiny dark colored residue was observed suggesting presence of blood residue. Moreover, the knotted shaft section of the catheter appeared tightly knotted which suggests that an excessive force was applied. The complaint condition was confirmed. However, the cause of this failure remains undetermined at this time. The device history record of this product does not suggest that manufacturing factors could have contributed to the reported failure as no anomalies were found related to this complaint and in addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.